Event description:
It was reported that the patient was in the clinic due to dizziness and hypotension. It was noted that the right ventricular (rv) lead exhibited intermittent oversensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.